Manufacturer narrative:
Exact date unknown, event occurred in 2016. Explant date: procedure happened four years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 16592173. Product family: scs-ipg-r: upn: (B)(4), model: sc-1110-02, serial: (B)(4), batch: 16789538.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein everything was removed. The explanted device components were not returned. No further information could be obtained despite good faith efforts.